Manufacturer narrative:
Exact date unknown, event occurred five years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.